Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiencyadditional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop without pupil block and angle closure. Due to elevated iop without pupil block and angle closure the lens was exchanged for a shorter length lens. Per the updated email "prof. Kook reported lens rotation due cyst in the sulcus". The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim # (B)(4).

Manufacturer narrative:
Correction data: b5 - reported as; a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 30mmhg without pupil block and antle closure. Lens remains implanted. Cause of event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiencyadditional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Correct to: a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 30mmhg without pupil block and angle closure.in a separate visit the lens exchanged shorter length lens and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiencyadditional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Additional information: d6b - reported as - no date available - add to report - (B)(6)2025. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).